Event description:
The pt was implanted with a left ventricular assist device (lvad). The vad coord reported the pt's lvad had stopped following high pump power surges. An echocardiogram (echo) performed by the hospital revealed lack of flow through the device. The pt was reportedly doing well, remained asymptomatic and declined a pump replacement. The lvad was turned off pending a decision whether to explant the device after further eval of the pt's cardiac function.

Manufacturer narrative:
Add'l info provided to the MFR indicated that the pt continues to do well at home post-explant of the lvad. The MFR is attempting to acquire the explanted device for further eval. No further info is available at this time. A supplemental report will be submitted when the MFR's investigation is completed.